Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed. Testing found that the pump did show error ¿cassette not attached¿. The suspected cause was the downstream occlusion (dso) sensor. Replaced the dso sensor, bezel and seal. Further investigation found that the lens and chassis were scratched, and the air detector had dents in it. Replaced the chassis, gears, expulsor, valves, foam, bearings, gaskets, cam shaft, springs, pins, seals, c-rings, retainer, upstream occlusion sensor and seal, air detector, optic switch, backet, lens, lens seal, keypad and labels. Updated software. Performed dso/uso sensor calibration. Performed performance verification testing (pvt), and the unit passed all testing criteria. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump showed a cassette not attached error during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.